Event description:
It was reported that: the physician found that the dilator would not connect to the sheath. The issue was identified during use on patient but there was no reported patient harm or consequence. Another kit was opened to finish the procedure.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Qn#(B)(4). The report that a dilator would not lock into the sheath was confirmed through complaint investigation of the returned sample. The customer returned one, opened cath lab sheath kit for analysis. No definite signs-of-use were observed. The sample was returned with the dilator inserted through the hub end of the sheath. Visual analysis revealed that the dilator hub was damaged. The flange of the dilator hub was flared back and was consistent with force being applied. Microscopic examination confirmed the damage. This damage could contribute to difficulty locking the dilator to the sheath hub. No defects or anomalies were observed on any portion of the sheath. The dilator length measured 6 15/16" via calibrated ruler, which was within the specification limits of 6 3/4" - 7 1/4" per the dilator product drawing. The sheath outer diameter measured 0.10785" via calibrated micrometer, which was within the specification limits of 0.107"-0.110" per the dilator extrusion product drawing. The dilator inner diameter at the proximal end measured 0.048" via calibrated pin gauge, which was within the specification limits of 0.047"-0.050" per the dilator extrusion product drawing. Functional inspection was performed per IFU statement, "ensure dilator hub fully snaps into sheath cap". The dilator was inserted through the returned sheath. Little to no resistance was encountered as the entire dilator extrusion was able to pass through the sheath body. When the dilator hub reached the sheath hub, it was observed that the dilator hub was able to fit into the sheath cap; however, it did not "snap" as described in the IFU. The manufacturing site confirmed that the dilator and hubs are 100% inspected for flas hing, malformities, cracks, discolorations. Additionally, after the molding process, the dilator was inserted through the distal end of the sheath. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary". A device history record review was performed, and no relevant findings were identified. Based on the customer report, the appearance of the damage and the comments from manufacturing, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the physician found that the dilator would not connect to the sheath. The issue was identified during use on patient but there was no reported patient harm or consequence. Another kit was opened to finish the procedure.